Event description:
It was reported that a patient presented for a system implant on (B)(6) 2018. Due to extensive patient movement, the right atrial (ra) lead dislodged on the same day. The patient was brought back in for system revision on (B)(6) 2018. The pulse generator was explanted and re-implanted on the patient¿s right side. Both the ra and right ventricular leads were explanted and replaced as well. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Correction: describe event or problem has been updated. Previously reported initial MDR: date received by manufacturer should have been 05/02/2018 instead of 05/04/2018.

Event description:
It was reported that a patient had a system implant on 05/01/2018. Due to extensive patient movement, both right atrial and right ventricular leads dislodged on the same day. On (B)(6) 2018, the pulse generator was re-implanted on the patient¿s right side; both leads were explanted and replaced as well. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.